Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2005, a 32mm amplatzer septal occluder was implanted. On an unknown date, the patient developed ectopic atrial arrhythmias, chest pain, and other unspecified. The patient reported a referral for an ep study which indicated a suspected erosion. Follow-up intervention is unknown at this time.

Manufacturer narrative:
Additional information sections: h2, h6, h10. An event of atrial arrhythmias, chest pain, and suspected erosion was reported. A more comprehensive assessment could not be performed as the device remains implanted was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.